Manufacturer narrative:
Additonal information recived on 7 march 2019 indicating event date and no patient involvement. Fields updated: date of event. Device evaluation summary: one cadd legacy 6400 pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition. Review of device history log identified following event: 0068> error 1720 (B)(6) 2018 7:34:00 pm. Functional testing included use testing. The device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. The customer's reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. This issue was caused by back-up capacitor.

Event description:
Information was received that the cadd legacy pump had error code 1720. No reported adverse effects.